Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that one nail was broken at he proximal hole and another nail was broken at the distal hole post-operatively. This report is for one (1) 12mm/130 deg ti cann tfna 380mm/right-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 20-nov-2018, expiration date: 01-nov-2028, part number: 04.037.258s, 12mm/130 deg ti cann tfna 380mm/right- sterile lot number: h777057 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, ns071310 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15702 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h613115, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 03-aug-2018 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: 2l02275, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h759036, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h744405, lot quantity: 1,155 lbs. Certified test report supplied by perryman company dated 03-aug-2018 and certificate of analysis supplied to perryman by metalwerks pmd dated 12-may-2016 were reviewed and determined to be conforming. Lot summary report dated 26-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 26-mar-2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary investigation site: cq zuchwil selected flow: damage . Visual inspection: the investigation of the returned tfna nail has shown that the shaft part under the blade hole broken off. The received proximal tfna nail part shown wear marks and dents. The broken distal shaft is not available for an evaluation. Dimensional inspection was performed as below: the measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 for implants for surgery, titan grade 2. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail's distal shaft is broken off. The broken distal shaft is not available for an evaluation. The exact cause of the breakage cannot be defined as there was just few information provided and as the distal nail shaft was not returned for evaluation. Based on the information we received we can only assume that there was a complication during the healing process that caused this problem. The tfna nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density / multifragmentary bone fracture) may have played a certain role, too. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.